Event description:
Alleged the caster on the stretcher will lock, but will still swivel around when they set the brake.

Manufacturer narrative:
The technician replaced the brake casters to repair the stretcher.